Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers h12g23052, h12h02021, h12i27059, h12j26076 and h12k28039. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 3 of 3. This is a report of peritonitis and bloody effluent in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On an unknown date, the patient stopped pd therapy and began hemo dialysis. The patient was hospitalized for the event. It was reported that mesh was found in and around where the catheter was. The cause of bloody effluent was related to the pd catheter being positioned too high in the abdominal cavity but further information was unavailable regarding this issue. The cause of peritonitis was unknown. Treatment was unknown. The patient was recovering from this peritonitis event.